Event description:
It was reported that the patient claims that never pain free after primary surgery. The surgeon saw patient and took x-rays. It was decided patient needed hip revised and relocated. During revision, dr. Noted that the trunnion had remarkable wear so much that the femoral head would not securely seat on the taper. He then decided to cement a femoral head onto the existing stem and change the acetabular liner.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding disassociation involving a v40 cocr lfit head 36mm/+5 was reported. The event was confirmed from the medical review medical records received and evaluation: a review of the event by a clinical consultant concluded: a review of the event by a clinical consultant noted: ''an x-ray copy available for review is an ap of the left hip dated (B)(6) 2014, demonstrating an un cemented left total hip arthroplasty with no screws in the acetabulum. The femoral stem and acetabular shell are in nominal position. The femoral head has disassociated and dislocated from the acetabulum, and the trunnion with the absent head demonstrates deformity and erosive wear.'' "No patient demographics, no clinical or past medical history, no revision operative report, and no examination of the explanted components are available. Based upon the information available for review, no determination can be made regarding the cause of this clinical situation.'' Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, operative reports and patient notes are needed to fully investigate the event. No further investigation is possible at this time. If the device and/or further information becomes available this investigation will be re-opened. Not returned.

Event description:
It was reported that the patient claims that never pain free after primary surgery. The surgeon saw patient and took x-rays. It was decided patient needed hip revised and relocated. During revision dr. Noted that the trunnion had remarkable wear so much that the femoral head would not securely seat on the taper. He then decided to cement a femoral head onto the existing stem and change the acetabular liner.

Manufacturer narrative:
An event regarding pain involving a v40 cocr lfit head 36mm/+5 was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that the patient claims that never pain free after primary surgery. The surgeon saw patient and took x-rays. It was decided patient needed hip revised and relocated. During revision dr. Noted that the trunnion had remarkable wear so much that the femoral head would not securely seat on the taper. He then decided to cement a femoral head onto the existing stem and change the acetabular liner.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.